Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there were cracks around the reservoir compartment and a couple pieces of plastic have already chipped out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump was returned for analysis.